Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted within the common bile duct of a patient during a stent placement procedure on an unknown date. According to the complainant, the patient has advanced pancreatic cancer. The indication for the stent placement was to treat a stenosis within the common bile duct. During the stent placement procedure, a wallflex biliary rx stent was successfully implanted without any issues. In the (B)(6) of 2012, following the stent placement, the patient developed obstructive jaundice. The physician confirmed that the stent was blocked and decided to remove it from the patient. Subsequently, a plastic stent was implanted, and the procedure was completed with this device. No issues were reported.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. It was reported that the stent was removed "in (B)(6) 2012." Component relates to device problem for the reported issue of stent blocked/occluded. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.